Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to intermittent atrial undersensing were observed. The intermittent sensing resulted in inappropriate atrial pacing. Programming changes were made. The patient was doing well afterwards.